Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is not receiving effective stimulation. Reprogramming was unable to resolve the issue. X-rays were taken and showed the lead has migrated. The patient underwent surgical intervention where his entire scs system was replaced with a new one.